Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The device was returned with a tear at the guide wire exit notch; the reported leak was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, left anterior descending (lad) artery, the 3.0 x 15 mm trek rx balloon dilatation catheter (bdc) was attempted to be inflated but a leak was noted. The device was removed without incident. After pre-dilatation, a xience v stent delivery system (sds) was attempted but could not cross the lesion. A 2.5 x 12 mm xience v sds was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.